Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio observed physical damage to the grommet and battery pin which were pushed inside the device. The rear case was replaced and after unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was turning off by itself and not being powered by the battery in well # 1. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.